Event description:
It was reported that the implantable neurostimulator (ins) turned off intermittently after a fall on christmas day. The patient fell out of the back door of a ¿big truck¿ and landed on the ins. The patient thought the ins ¿cut off¿ from the fall. The patient was seen by her healthcare provider (hcp) for an adjustment and to turn stimulation on. It was stated that 3 days later the ins turned off. The patient saw her hcp again last monday and the ins was turned on again. It was further stated that the ins turned off on saturday ((B)(6) 2014) and the patient noticed symptom return on monday ((B)(6) 2014).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va09c5d, implanted: (B)(6) 2013, product type: lead. (B)(4).